Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation of biventricular ventricular assist device (vad) devices, the right ventricular (rv) de vice developed continuous suction at a speed of 1800rpm. The site reported that the left ventricular (lv) device continued to perform well during this event. After twenty-seven minutes had passed, a decision was made to remove the rv device. The lv device was turned off and the patient put back on cardiopulmonary bypass and the rv device removed. The lv device was re-started and the patient was returned to the intensive care unit (ICU) on inotropes and nitric oxide. The site reported that there was insufficient room to accommodate the rv device. The patient was extubated later that day and was sitting out of bed the next day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "continuous suction" could not be confirmed via log analysis since log files were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the most likely root cause of the reported event may be attributed to multiple factors including but not limited to poor vad filling, inappropriate pump rotational speed, thrombus or other materials in the device. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.